Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that they were unable to test their blood glucose as they had accidentally sent their lancets away in a package. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue began on (B)(6) 2018. The patient did not state what medication, if any, they take to manage their diabetes and did not state whether they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that an unspecified period of time after the alleged product issue occurred they developed the symptom of ¿shaking¿; a symptom which they associated with hypoglycemia. In response to this, at an unspecified time on (B)(6) the patient self-treated with food and/or drink. At the time of troubleshooting, the csr was unable to resolve the issue. The patient¿s products were not replaced. This complaint is being reported because the patient claims to have experienced an unspecified issue with the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.